Manufacturer narrative:
One opened trocar cannula/hub assembly was received in a small parts tray, along with a vent, for the report of leaking. The returned sample was visually inspected and was found non-conforming with a cut in the septum. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for the lots traceable to the reported lot indicated there were (B)(4) additional complaints for the reported issue. How the trocar became damaged could not be determined from this evaluation. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the valve trocar did not work and leaked during a left eye vitrectomy procedure. The procedure was completed by replacing the product with another one. There was no harm to the patient. The product sample is available. No additional information is expected.